Event description:
The customer reported a failure of the pilot balloon seam on the pt's tracheostomy tube. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.